Event description:
Additional information made available from the field indicated that while a revision procedure to replace the rv lead was planned, the patient refused to go through surgical intervention and didn¿t think they even needed a device. The decision was made to deactivate the device and as of now, the device remains in situ in the patient. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitor right ventricular (rv) lead exhibited multiple high pacing lead impedance measurements of greater than 2,000 ohms over the past eleven months. The patient also claimed that their device was beeping as well. Upon being checked in the clinic, the patient's system was found to have the out of range beep feature turned on. All other recent impedance readings were stable and all lead testing was fine. The patient's beep feature was turned off and the patient will be scheduled for a rv lead change out pending engineering analysis of a save to disk of the ICD. For now, the patient¿s system remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information concerning a future rv lead replacement procedure will be sought from the field. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.